Event description:
It was reported that during intra-operative final locking on the left side of the construct, a mesa deformity uniplanar screw would not lock/engage with a mesa straight rail. Subsequently, the complaint screw and rail were replaced and the procedure was completed successfully with an hour and a half surgical delay. This record captures the screw.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the rail was bent/twisted in multiple areas. Indentations can also be observed throughout the device. Functional inspection: the returned mesa rail was functionally tested with a sample mesa screw and sample mesa locker, and the sample screw was able to lock onto the reported rail at all points along the length. The rail was also functionally tested with the reported mesa uniplanar screw (pi 2438120), and no issues were observed. Material analysis: review of the DHR showed that the material properties of the device were manufactured per specifications; therefore, a material analysis was not performed. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. As certain maneuvers applied during actual surgery could not be replicated during functional testing, the failure mode and root cause could not be determined. It is possible that the rail may not have been reduced as advised due to the curvature of deformity or issues with reduction instrument, which could have resulted in difficulty during partial / final locking of the mesa screw.

Event description:
It was reported that during intra-operative final locking on the left side of the construct, a mesa deformity uniplanar screw would not lock/engage with a mesa straight rail. Subsequently, the complaint screw and rail were replaced and the procedure was completed successfully with an hour and a half surgical delay. This record captures the screw.